Manufacturer narrative:
The product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a ks-3ai pre-loaded injector system, 19.5 diopter, was not implanted due to the lens being stuck in the cartridge on (B)(6) 2017. The lens was exchanged for a back-up lens of the same model and diopter. There was no report of any apparent injury.

Manufacturer narrative:
Device evaluation: the delivery system was returned in a device tray with clear surgical residue/debris on product. Visual inspection found no visible damage to the device, foreign material on/in device (clear residue in cartridge), and lens stuck in cartridge. Work order search: one similar complaint was reported for units within the same lot. (B)(4).